Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the procedure, the device¿s alarm did not activate when spo2 values dropped below the set lower limits. A yellow pop-up appeared at the spo2 lower limit, and the alarm volume was set to its maximum level. No harm came to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functionally, the requested symptoms could not be observed due to lack of reproducibility. The issues were resolved by replacing the main board, speaker, and nell1sr board. It was reported that the device¿s alarm did not activate when spo2 values dropped below the set lower limits. A yellow pop-up appeared at the spo2 lower limit, and the alarm volume was set to its maximum level. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not use any monitoring system or pulse oximetry cables, sensors, or connectors that appear damaged. The monitoring system is intended only as an adjunct in patient assessment. It must be used in conjunction with clinical signs and symptoms. The monitoring system is intended for use in a hospital or hospital-type environment by trained medical personnel. Do not silence or decrease the volume of the audible alarm if patient safety could be compromised. The monitoring system may not operate properly if it is operated or stored at conditions outside the ranges stated in this manual, or if it is subjected to excessive shock or dropping. Inspect the monitoring system and all accessories before use to ensure there are no signs of physical damage or improper function. Do not use if damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, d10 concomitant product: nell1sr pulse oximetr pcba nell1sr nellcor 2x1.5 (serial number (B)(6)) correction: d4 serial number medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.